Event description:
Healthcare provider reported a right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis: "review of all complaints of (B)(4) - fluid leak for the period of may-2020 through apr-2022 related to date opened indicates that 9 points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of (B)(4) -fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted and replaced.